Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an issue with the left ventricular port set screw. The patient presented in the operating room for a new system implant scheduled. During the procedure the set screw did not make any ratcheting noise to confirm that the set screw was tight. The physician attempted to loosen the set screw but the set screw was stuck in the wrench and came out of the devices header when the wrench was removed. The physician explanted and replaced the device. The patient will continue to be monitored.

Manufacturer narrative:
The reported field events of an inability to tighten the set screw into the header and a set screw stuck on the tip of the hex wrench were confirmed in the laboratory. Visual inspection noted that both the set screw hex cavity and the hex wrench tip were stripped. The cause of the set screw becoming stuck to the hex wrench tip could not be determined.